Event description:
The olympus employee reported on behalf of the customer that the at the end of the a diagnostic procedure, the distal cap- maj-2315 fell out of the evis lucera elite duodenovideoscope- tjf-q290v inside the patient¿s body. Reportedly, the distal cap was collected immediately and procedure was completed. There are no health hazards reported. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report. The following 2 patient identifiers for below 2 olympus devices that were involved during a single event. 1)patient identifier # (B)(6), evis lucera elite duodenovideoscope, model, tjf-q290v, sn- (B)(6) (this report). 2)patient identifier # (B)(6), single use distal cover, model-maj-2315, sn- unk.

Manufacturer narrative:
E1: completed name: (B)(6) hospital. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previous reported lm investigation. Corrected fields include (h6 and h11). Based on the results of the investigation. When the distal cover is attached properly, it is deformed when detaching. However, the actual distal cover was returned in related complaint and was free from deformation. Since, the distal cover was detached from the endoscope without deformation. It may have been attached improperly in the insufficient attachment status. Therefore, the distal cover may be detached from the endoscope, due to stress, during use. However, the subject device was not returned. And the root cause of the reported event could not be determined.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress from external use caused the malfunction to occur. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU). Instructions, operation manual chapter 4: section 4.1 describes how to detect the subject event. Instructions, operation manual chapter 3: section 3.5 describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.